Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced elevated blood glucose of 32 mmol/l as a result of a training/misuse issue involving the pump¿s audio tone/vibration. No further information was provided. This complaint is being reported because the patient allegedly experienced hyperglycemia resulting from pump training/misuse while on insulin pump therapy. No product return is expected.